Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4: batch #682d41. Additional information was requested, and the following was obtained: the device was removed from the tissue using the knife reverse switch. There were no bleeding and tissue damage. The patient is stable. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. Also, two reloads were received along with the device and they were received fully fired. In addittion, a battery pack was returned. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and returned reload were tested for functionality in the straight position by resetting and reloading it into the device. However, the actual device could not be fired due to locked out condition of the reload, and the cartridge sled was in 1/10 partially fired. The firing test was repeated several times, but each time the actual devices could not be fired due to locked out condition, and the cartridge sled was in 1/10 partially fired. Additionally, a test reload was tested for functionality. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a lot number a98m7g and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 682d41, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic left upper lobectomy for lung cancer, it was observed that the device could not be fired at the 3rd firing when using the echelon 7. When clamped and the knife was moved through, it stopped after moving about 1mm, and the jaws would not open. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.